Event description:
It was reported that after the iab was inserted, the pump began experiencing helium loss alarms. The pump was exchanged, but the alarms continued. The iab was removed and a replacement was not required. There were no patient complications.